Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye on (B)(6) 2022. The surgeon states that since day 1 the patient has been complaining of glare. Per updated information the patient is getting better and the lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).